Event description:
It was reported that the patient presented to the emergency department with increased driveline drainage, fever, weakness and an associated cough, chest pain, and dyspnea. Debridement was considered. Empiric vancomycin and zosyn were started pending cultures. The patients wound was positive for staphylococcus and pseudomonas. Infectious disease was consulted and daptomycin was added. Warfarin was held. Patient underwent wound debridement and wound vac placement on (B)(6) 2021. Heparin was restarted at a flat rate and warfarin was restarted, patients wound vac was changed on (B)(6) 2021.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.